Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire/helical basket was used in a ureteroscopy with stone manipulation procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket "did not work during the procedure." Additional event information is reported to be unavailable. A second gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03095 which documents the second device. A third gemini stone retrieval paired wire/helical basket was utilized. Please reference medwatch report number 3005099803-2010-03096 which documents the third device. The procedure was completed with a zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is reported to be unknown.

Event description:
Customer reportedly received the following mobile/compact plus results within 10 minutes: 1) 545 mg/dl mobile 176 mg/dl and 187 mg/dl compact plus 2) 372 mg/dl mobile 164 mg/dl compact plus 3) 479 mg/dl mobile 195 mg/dl compact plus the comparisons were obtained on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Customer did nor provide product information for the compact plus system.